Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with power cord broken was confirmed during evaluation. The cause of the reported condition was determined to be excessive force or mishandling. The ac power cord was replaced to fix the reported condition. Similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with its power cord broken; this condition had the potential to interrupt delivery. This condition was found in the biomed service department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.